Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of touch contamination and peritonitis with effluent culture (B)(6) for staphylococcus in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced a touch contamination. The patient had dropped the pd tubing onto the lap pad in his lap and then picked up the tubing and connected to himself. On (B)(6) 2012, the patient was hospitalized for an unreported indication. On (B)(6) 2012, the patient was diagnosed with peritonitis. The cause of the peritonitis was the patient did not clean the exchange area before starting pd and made a mistake/touch contamination. Follow-up information was received by a nurse, which medically confirmed this case. On an unreported date, the patient was started on an unspecified antibiotic therapy and had completed the antibiotic therapy. On (B)(6) 2012, the patient was discharged. On an unreported date in 2012, the patient was retrained. The outcome of the touch contamination was recovered.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11k01037 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.